Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and stated the "pump was making noises." There was no allegation of an adverse event. Animas has attempted to gather additional information. This complaint is being reported as it is unknown if insulin delivery would be affected .